Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a bluetooth malfunction. Able reset was performed and the device was able to pair. There were no known patient consequences.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Review of the information provided confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.